Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital due to syncope episode. On (B)(6) 2016, physician capped and replaced the lead. Patient was in good condition following the procedure.

Event description:
It was reported that the patient presented to the hospital after receiving inappropriate therapy due to noise. Noise could not be reproduced. Lead damage was suspected. The physician suggested to the patient to explant and replace the lead. The patient was sent home with hv therapies off.